Event description:
It was reported by the field service engineer that the unit had signs of keypad lifting. There was no patient involvement.

Manufacturer narrative:
Initial reporter addr 2: macquarie university research park a follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: a07 electrical /electronic property problem (1198), b17 device not returned, c20 no findings available, d15 cause not established. Additional information: device available for eval?, returned to manufacturer on, device return to manuf ?, device eval by manufacturer?, if other specify, imdrf annex a, b, c and d codes, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported by the field service engineer that the unit had signs of keypad lifting. There was no patient involvement.